Manufacturer narrative:
Investigation no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 5th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported pen ndl 32g 4mm hp 100 box 1200 us was clogged. The following information was provided by the initial reporter: "my mom uses bd pens of lantus solostar. This particular pen does not work. She tries to push the purple end of the pen and it won't budge."